Event description:
On (B)(6) 2011, the patient contacted baxter technical services (bts) regarding a service alarm. The patient stated that she needed assistance to end therapy because she experienced peritonitis, manifested by cloudy drain solution and needs to go back to the hospital. The cause of the peritonitis were not reported. It was not reported if dianeal therapies were ongoing. On (B)(6) 2011, baxter product surveillance contacted the facility to obtain additional information regarding the report of peritonitis for this patient and spoke with the peritoneal dialysis nurse. She reported that the patient was diagnosed with peritonitis on (B)(6) 2011 and was admitted to the hospital that same day. The patient was discharged on (B)(6) 2011. The nurse believes that the cause of the peritonitis was poor aseptic technique and not related baxter products or the therapy. The patient had gotten a new kitten and the nurse believes that the cat was in the room with the patient. The nurse retrained the patient to keep pets out of the room while doing therapy. The patient was treated with antibiotics and is recovering. The patient remains on peritoneal dialysis. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Additional investigation is being conducted through (B)(4). A trend review was conducted and similar reports have been received for the reported problem of peritonitis. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potential lots h11g30025, and h11g18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.